Event description:
It was reported that there was a pharmacy error and a stronger concentration of medication was put into the pump by accident. The patient had experienced periods of low blood pressure and heart rate but was now doing ¿just fine¿. The reporter stated that nothing was wrong with the device system. It was later reported that the device system had delivered dilaudid, clonidine and bupivacaine. The error occurred with the clonidine. The concentration was supposed to have been 130mcg/ml but the pump was actually filled with 10 times that concentration at 1300mcg/ml. It was unknown what dose the patient had received. The managing physician aspirated the catheter and refilled the pump reservoir with the correct concentration. The internal pump tubing amount was primed. The catheter was aspirated 2 additional times in order for the system to be completely free from the incorrect medication. The patient was currently doing fine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information indicated that the patient had resumed normal therapy.